Event description:
It was reported the implantable neurostimulator (ins) showed the end of service (eos) indicator after coming out of overdischarge. Additional information received reported the ins was in an overdischarged state and the patient was scheduled for an ins replacement. Additional information received reported the ins was replaced. The patient had good therapy with the initial ins, but stopped using the stimulation because he didn't need it. He failed to charge his ins during that time and it went dead. Patient outcome was not provided.

Manufacturer narrative:
Product ID 3778-75 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product typ lead product ID 3778-75 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product typ lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed the battery end of service (eos) was due to three overdischarges. The ins was discharged and in lock mode when it was received. The battery was not recharged at check-in and went into overdischarge state. A normal recharge was started manually after a physician mode recharge. It was noted the last recorded recharge session was done on (B)(6) 2000, and the battery discharged to lock mode on (B)(6) 2000. The overdischarge count was 6, one of which occurred in the analysis lab.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no diagnostics performed on the device at the time of explant. The device malfunction was reported as overdischarge. An intervention was taken/planned for a month ago. The patient outcome was reported as doing great with the new device, which was implanted four weeks ago.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.